Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero tubing separated from the adapter. The following information was provided by the initial reporter: nexiva extension tubing coming detached from pivc. Blood exposure; need to restart IV.

Event description:
No additional information.

Manufacturer narrative:
The complaint of a detached extension tube was confirmed, and the cause appeared to be manufacturing related. One 22g nexiva IV catheter was provided for investigation. The extension tubing was received separate from the catheter adapter. Blood residue was observed within the IV catheter and extension tubing. Adhesive was observed outside the adapter joint, which indicates that the extension tubing was not properly bonded to the catheter adapter. The manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.